Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device noted that a quarter of the stent was partially protruding through the outer body distal tip and the inner body bumper marker was butted against the stent proximal markers. The inner body was advanced and the stent deployed on the table. No anomalies were noted to the device. Based on the investigation the partial stent deployment appears to be due to it being pushed out by the inner body. From the investigation and information provided, it is not possible to determine a potential cause for the reported event.

Event description:
It was reported that the physician encountered resistance advancing the device through the mid section of the guide catheter so the device was removed. After the device was removed from the patient, it was noted that quarter of the stent had deployed from the delivery system. There was no reported clinical consequence to the patient.

Event description:
It was reported that the physician encountered resistance advancing the device through the mid section of the guide catheter so the device was removed. After the device was removed from the patient, it was noted that quarter of the stent had deployed from the delivery system. There was no reported clinical consequence to the patient.